Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign material in the air/water cylinder and tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and a correction. . Updated field: g1, h4, h11 corrected fields: g4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.